Event description:
It was reported that there was an error code 1720/backup condensator. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found downstream occlusion damage. Functional testing was able to duplicate the reported problem. The reported last error code 1720 was confirmed. It was determined that the defective backup condensator was the root cause. The condensator and the downstream occlusion sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.